Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during the vats right upper lobe resection. After fired, noted that a few staples formed with irregular shapes, and the anastomotic site was oozing. To stop oozing with compression hemostasis. Changed to another reload got the same issue. There was no patient consequence reported, no additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2021. D4: batch # u5dp2r. H6: component code: staple (g0405214). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the one ec45a device was returned with no apparent damage and with two ecr45d reload present with the device. The reloads (b & c) were received unfired. The device was tested for functionality in the articulated position with the returned reloads and achieved its complete firing sequence without any difficulties. However, the staple line of reload (b) showed that three staples were malformed during the fire. The staple line and cut line of reload (c) were complete and the staples meet the staple release criteria. In addition, the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached on what caused the condition of malformed staples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws.